Event description:
It was reported that the lead impedance has risen to 1360 ohms and is variable. The thresholds for the lead have also increased from 2 v at 0.1ms to 4 v at 0.8 ms. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.